Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was manufactured more than fourteen years ago, it is presumed that the power supply unit failed to turn on due to age aged deterioration and failure as a result of long-term use. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the event occurred during an unknown diagnostic procedure. A similar device was used to complete the procedure.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of failure to power on was confirmed due to faulty power supply. In addition, worn-out scope socket was causing poor connection and is leaking air pressure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii xenon light source fails to power on. There was no patient involvement, no harm or user injury reported due to the event.